Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No possible under delivery anomaly noted. Device was downloaded to care link pro properly and all bolus delivered were found at the care link report. Device passed the delivery accuracy test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was experienced high blood glucose level. Customer¿s blood glucose level was 404 mg/dl at the time of incident. Customer also reported that the insulin pump was under delivering. Customer stated that blood glucose reading did not came 200 mg/dl or below 200 mg/dl. Customer was treated with manual injection. Customer stated that the drive support cap was normal. Customer performed displacement test and the test was passed. Customer also performed high pressure test twice and the test were failed. Troubleshooting was performed for high blood glucose and under delivery. The reservoir will not be returned for analysis and insulin pump will be returned for analysis.